Event description:
Description of event according to initial reporter: per complaint form - 18may2020 - physician, vs, was trying to implant a gunther tulip ivc filter. Filter did not deploy correctly. Was "bunched up" and had to be retrieved. Second filter deployed correctly. Patient outcome: the patient needed a filter retrieval and second filter implantation. No adverse effects was reported on the patient due to this occurrence.